Manufacturer narrative:
The device was returned for evaluation. Data logs show a slow rise in purge pressure of the course of 4 hours, eventually leading to a high purge pressure alarm. Product evaluation showed evidence of biomaterial in the purge gap. The pump ran to specification in the lab, with purge pressures around 700 mmhg. Based on the log analysis and the evidence of biomaterial in the purge gap, the root cause of the high purge pressure was most likely biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an impella for mechanical circulatory support. During support, the device exhibited high purge pressure. It was reported that the purge flow rate reached 2.0 milliliters per hour and the physician implanted an emergency left ventricular assist device and explanted the 5.0. It was reported that the patient survived explant.